Manufacturer narrative:
The pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the dat test at .08730 inches. Successfully downloaded the trace and history files using thus and carelink upload was successful. The pump was programmed with a guardian link 3 transmitter (gt-7771730m) and a glucose sensor simulator. The pump communicated properly with the transmitter and glucose sensor simulator. Programmed the alert on low, alert before low, and suspend on low for 90 mg/dl. Set the glucose simulator to 135 mg/dl and monitored the pump. After the pump was successfully calibrated to the test value the glucose simulator was lowered to 100 mg/dl, recalibrated, and continued to monitor. The suspend before low activated properly. Recalibrated for 87 mg/dl, monitored, and the suspend on low activated at 87 mg/dl properly. No unexpected glucose sensor simulator/transmitter programming or communication errors and the suspend on low feature is operating properly. No over-delivery or suspend on low bg anomalies noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked battery tube threads, cracked battery compartment, cracked battery compartment at the corner of the belt clip rails, stained serial number label, cracked select button keypad overlay, stained keypad overlay, faded end cap address label, and pillowing keypad overlay. Over-delivery and low bg anomalies are not confirmed. The complaint of pump did not suspend during the low bg reading is not confirmed. Cosmetic damage on the battery compartment/battery tube threads (back and side) and belt clip rails is confirmed. The pump history file lists five (5) boluses on the event date, 7/10/2025, listed below: 07/10/2025 07:09:20.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 8.25 bolusamountdelivered = 8.25. 07/10/2025 09:02:18.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 7.525 bolusamountdelivered = 7.525. 07/10/2025 15:10:40.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 6.35 bolusamountdelivered = 6.35. 07/10/2025 15:47:38.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 7.25 bolusamountdelivered = 7.25. 07/10/2025 21:10:34.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 6.175 bolusamountdelivered = 6.175. Please see below for the daily total of all insulin delivered on the event date, 7/10/2025: 07/11/2025 00:00:00.000 dailytotals. Dailytotalcollectionstarttime = 07/10/2025 00:00:00.000. Dailytotalofallinsulindelivered = 70.1. Dailytotalofbasalinsulindelivered = 34.55. Dailytotalofbolusinsulindelivered = 35.55. There were no auto suspend events on the event date, 7/10/2025. There were no user suspend events on the event date, 7/10/2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump did not suspend during a low glucose reading. The event involved product(s) mmt-1712k. The customer reported no adverse event. Troubleshooting was performed and understood that including cracks on the back, side, and rail and is impacting the pump functionality. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. No harm requiring medical intervention was reported. Product return is expected for mmt-1712k.